Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a reported fracture which had occurred several years ago. The right atrial (ra) lead exhibited non-specific product malfunction several years ago. The leads were explanted and several years later have been replaced. No patient complications have been reported as a result of this event.